Event description:
Three needles were used in a stereotaxic core breast biopsy. Approximately 16 samples were taken. A shaving of metal in the pt's breast was seen in the mammovision screen. The first needle, used for approximately 9 samples, is not implicated. It is unknown which of the other two was involved in the event. Both were of the same lot number.